Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Since no product details were provided by the customer, model #, lot # and expiration date were not captured. Since the lot # of the test strips was not available, device manufacture date could not be determined.

Event description:
The advocate reported that there was a difference of 200 mg/dl between the customer's blood glucose readings obtained on the contour meter and the non-ascensia meter. No specific readings were provided. There was no allegation of an adverse event. The advocate did not provide any product details. The suspected product is not expected to be returned.